Event description:
Complainant alleged that while attempting to apply the electrode pads to a pt (age & gender unk) the wire was loose. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch 122098-2012-01846 for the first set of pads used with the pt.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.